Event description:
The user facility reported that they had an unknown issue with a tr band 2 device. Additional information was received on 18july2023: the procedure performed was a cardiac catheterization. There were 15-25 ml's of air injected into the tr band when it was applied. The tr band pocket did not hold air. The issue was noted during the initial inflation of the balloon. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in the cabinet prior to use. Hemostasis was achieved by applying a second tr band. The estimated blood loss is less than 5cc. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the weld on the balloon assembly. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is a bubble in the balloon assembly weld. The complaint can be confirmed for air leakage issues. The cause is a bubble in the weld of the balloon assembly. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).